Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced low blood glucose (bg 40s mg/dl). Food was consumed to address bg. Paramedics were called and assisted the customer with consuming food. Bg elevated to 76 mg/dl. The customer reported that the pump correction factor setting was the cause of low bg and needed to be adjusted. Tandem technical support advised the customer to discuss the setting adjustment with a healthcare provider.